Event description:
It was reported that a prosa shuntsystem (part#: fv770t) was implanted during a procedure performed on (B)(6) 2015. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 54 years 10 month. Height: 180 centimeters (cm). Weight: 93 kilograms (kg). Gender: male.

Manufacturer narrative:
Investiagtion: visual inspection: bloody deposits on the catheter piece on the outlet of the progav. Bloody deposits in the catheter piece on the inlet of the progav. Deformation of the outer housing of the prosa. A measurement of the plane parallelism confirms that. Permeability test: a permeability test has shown that both valves and the control reservoir are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav is operating within the accepted tolerance in the horizontal position. The prosa is operating not within the specified tolerances in the vertical position. An accelerated outflow in the prosa could be determined. Adjustment test: the prosa and progav were tested and are both adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function of both valves are fully operational and the braking forces are within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can identify an accelerated outflow in the prosa valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.